Event description:
Health professional reported a suspected lap-band leak, noting "one side of chambers was filling up more than the other side."

Manufacturer narrative:
Taper unk. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."